Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, upon interrogation the pulse generator exhibited backup vvi mode and high battery impedance. The device was explanted and replaced successfully.